Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the meniscal suture was placed and when it was actioned, it did not work, t1 and t2 came out in the 3rd attempt and the thread was stuck inside.¿ the depth limiter is attached. T1, t2 and suture were returned. T1 was freed from the needle. T2 remains within the needle track. The actuator is frozen completely forward sticking out of the distal tip of the needle track. The delivery needle is permanently bent toward the right. The delivery curve is somewhat flattened. The device no longer cycled or actuated properly due to the damaged needle. Symptoms indicate difficulty during attempt to reach desired location. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the meniscal suture was placed and when it was actioned, it did not work, t1 and t2 came out in the 3rd attempt and the thread was stuck inside. No patient injury was reported. Back-up device was available to complete the surgery, delay greater than 30 minutes was reported.